Manufacturer narrative:
Event date: event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient tried to check their stimulation to up their numbers. They were not able to connect so they called their old manufacturer representative. They told them the battery moved or it needed to be replaced. When asked why they were upping the stimulation, they replied they had not been feeling well and had been having diarrhea. It started probably monday or tuesday. They had the communicator in the wrong spot; they had the communicator over the spine. Once they put it over the stimulator, they connected and it was at program 1 at 2.5volts. They said the stimulation had gone down. It used to be at 3.0 volts or 4.0 volts. They raised it to 3.0 volts on the phone. They were able to connect to the stimulator and make adjustments. They were sent doctor listings so they could establish a new doctor since they had moved.